Event description:
It was reported that during use, the device under-infused medication. The issue was discovered by an anesthesiologist while the patient was hooked up to the pump, during infusion. It is unknown if there were any adverse patient effects.

Manufacturer narrative:
D4: lot, expiration date unknown. H4: device manufacture date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection found no damage or other manufacturing defects. Functional testing revealed no discrepancies; tests passed successfully. The reported issue was not confirmed. No lot number was provided; therefore, a history record review could not be conducted.